Manufacturer narrative:
The actual device has not been returned to the MFR for evaluation. Several attempts were made to obtain the device and additional info about the incident from the user facility without success. Without the actual device, a thorough evaluation could not be performed. No specific conclusion can be drawn.

Event description:
As reported by the user facility: (B)(6) 2004 @ 18:55pm IV catheter was being removed from left arm due to infiltration when 1/2 of catheter broke off during removal. Nurse reported that he could hear catheter "snap". Patient was a (B)(6) female that has since been discharged. X rays were taken of IV site, chest and a cat scan was also done. Catheter was not located on any of the x-rays or scan.